Manufacturer narrative:
This console was serviced at the customers site. The reported low power allegations were confirmed. The lens cells assembly was replaced as it was not performing as intended, resolving the issue. Further inspection of the console was performed, and no other adjustments were needed. The console is ready for clinical use. The investigation conclusion code assigned is caused traced to component failure as an expected or random component failure without any design damage or manufacturing issue was identified.

Event description:
It was reported that, during a procedure, the physician was having a hard time cutting the tissue, suggesting the console was delivering less power. No error codes were displayed. The procedure was completed with the same device. There were no patient complications.

Event description:
It was reported that, during a procedure, the physician was having a hard time cutting the tissue, suggesting the console was delivering less power. No error codes were displayed. The procedure was completed with the same device. There were no patient complications.